Event description:
Customer alleged blood glucose results of 525 mg/dl and 155 mg/dl when testing was performed back-to-back on the aviva system. Customer reported no symptoms or treatment. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.